Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station suddenly turned off by itself, and reboot attempts worked multiple times. After the reboot, all drawers failed. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the half height cubie drawer had failed and was missing in the medication application configuration. A field service engineer (fse) replaced the half height cubie bus module and the drawer controller boards. The fse reseated the row board cable connections and reseated all cubie trays and pockets. The fse tested the system and was able to recover all pockets and the drawer. The system functioned as intended after the field service engineer repaired the device.